Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Despite the obstruction of the speaker holes at the back of the pump, which likely contributed to this issue, the customer was given instructions by technical support to remove the obstruction, gently clean the speaker holes, and reconnect the cartridge to resume insulin delivery. After these actions were taken, the alarm did not recur, and the pump resumed normal operation. Technical support provided the customer with tips for preventing future altitude alarms, and the customer acknowledged these instructions.